Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, illness requiring steroids, xerostomia, periodontal disease, bone resorption, peri-implantitis, infection, pain, and mobility.